Event description:
It was reported that the patient presented with lumbar spondylosis with lumbar radiculopathy at l4-l5. The patient underwent plif l4-5 with allograft bone, rhbmp-2/acs, and pedicle screw fixation. Per the operative notes, 'the bmp sponge was placed into the interspace at 4-5 and the interbody prosthetic spacer was placed into the interspace at 4-5. This was backed with allograft bone.' There were no noted complications. At 443 days post-op, the patient presented with low back pain. A CT scan of the lumbar spine indicated 'the l4-l5 level shows some posterior osteophytic ridging and posteriorly calcified mildly bulging disc combining with facet and ligamentum flavum hypertrophy to result in moderate central canal stenosis' the neural foramina appear to be patent.' At 464 days post-op, an MRI of the lumbar spine indicated 'l4-l5 level: there has interbody fusion. There is moderate central canal stenosis at this level secondary to a mild broad-based posterior disc bulge, with superimposed central disc protrusion and small annular tear, facet arthrosis, and ligamentum flavum redundancy. There is moderate right and mild left neuroforaminal stenosis.' L3-l4 level: mild left neural foraminal narrowing is secondary to degenerative spondylosis.' At 563 days post-op, the patient presented with critical lumbar spinal stenosis l4-l5 with foraminal lateral recess stenosis. The patient underwent a posterior spinal decompression, laminectomy, foraminotomy, and lateral recess decompression. Previously placed hardware was removed and replaced with pedicle screw instrumentation. Local bone graft with cortical cancellous allograft chips were used. There were no noted complications. At 564 days post-op, the patient was admitted to the ICU with respiratory depression, hypotension post-op, and hypercarbic respiratory failure. The medical records note that the patient was on multiple pain medications. At 813 days post-op the patient presented with lower back pain and leg pain. Medical records note 'MRI of the lumbar spine shows residual stenosis at l4-5 along with some foraminal stenosis as well' her x-ray imaging shows post operative changes at l4-5 and possible pseudoarthrosis at l4-5 as well as a CT scan which shows possible pseudoarthrosis at l4-5 with the interbody cage.'

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.